Event description:
The nephew of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation pins 26 and 55 on microcontroller u713 were found to be out of tolerance, which caused the service code 204. The root cause for the out of tolerance pins could not be positively identified. No adverse event resulted from the defective u713 microcontroller. The pt received a replacement electrode belt.